Event description:
Primed, failed vacuum.

Manufacturer narrative:
(B)(4) "both units primed and functioned within all specifications, could not verify any malfunction"; as of this date, there are 6 open complaints, complaint rate is (B)(4). On (B)(6)2014: opened CAPA (B)(6) to review 2012 complaints. Updated with the following details: completed and attached a current MDR decision flowchart. The DHR for lot 18712-06 was reviewed. The unit met manufacturing specifications when released and there were no issues related to the complaint. This lot has a (B)(6) complaint rate. There were (B)(4) units released to distribution. A review of lot history showed that there were a total of 5 units that stopped working. A review of the console history was not performed because the console serial number was not reported with the complaint.